Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Per the dealer, the clamp will no longer hold raised toilet seat to the toilet bowl. It has become very loose and will no longer tighten. MDR filed.